Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom door not fully latched alarm while loading a set and closing the door. Eval found the force required to close the door to be above expected levels, which can contribute to the reported symptom. The door hooks and latch pins were replaced to correct this condition.

Event description:
It was reported a spectrum pump experienced a door not fully latched message. Any pt involvement, injury or medical intervention is unk.